Event description:
Information was received that the patient& generator has been replaced due to prophylactic replacement. The patient& replacement surgery facility is a no return site therefore the explanted generator has not been received into analysis to date. No additional relevant information has been received to date.

Event description:
It was reported via clinic notes that the patient reported that the patient was having worsening seizure frequency, having 5 seizures per week on average and expressed concern about worsening memory functions. The physician referred for vns replacement with note "if she does not have frequent seizures, that could be contributing to memory problems". Information was received that during a visit three months ago the patient reported worsening in seizure frequency, and the physician recommended admission to the hospital for further evaluation with video eeg monitoring and vns change. No additional relevant information has been received to date. No surgical intervention has been reported to date.